Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The patient's heart rate was lower than the implantable pulse generator (ipg) programmed lower rate. The device remains in use. No further patient complications have been reported as a result of this event.